Event description:
It was reported that the top of the anchor broke post operatively, and the rest of the anchor came out of the bone shattered into pieces. The anchor or pieces needed to be removed approximately 8 months after surgery. This device is used for treatment.

Manufacturer narrative:
The complaint was not confirmed. The device was not returned for evaluation, and review of the device history record revealed nothing relevant to the event. This is the first complaint of this type for this part/lot combination. The cause of the complainant's event could not be determined from the information available and without device evaluation. A follow up report may be submitted if additional pertinent information becomes available from current ongoing communication with patient.